Event description:
It was reported that the incapability of sheath being inserted over guide wire has occurred frequently in the process of puncture during recent uses at facility. The customer revealed that this was due to the metallic bulge at the distal end of the guide wire. Additionally, greater resistance was encountered during removal of the introducer needle. On (B)(6) 2023 -it was reported this occurred with two devices. One sample was returned for evaluation. The guidewire of the returned sample exhibited a protrusion in the proximal section. This reported addresses the second event with no returned sample.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.